Event description:
It was reported that during an ultrasound guided prostrate biopsy through normal density tissue, the button of the biopsy needle allegedly could not be pushed, resulting in the failure to obtain samples. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. Upon visual evaluation the device appeared to have residue throughout and the device was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing during handling of the device, the device self-activated. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. Due to the front slide not locking into place, the x-ray was not performed. The device was disassembled, and internal parts were inspected. Upon disassembly, it was observed that the bumpers were intact. It was noted that the right bumper was found to be bent. Additionally, the tangs did not appear to be damaged or deformed. Upon dimensional observation the cannula outer tang width and the stylet outer tang width measurement was within the acceptable range. Therefore, investigation is confirmed for the identified self-activation issue as the device failed in drop apparatus test and the investigation is confirmed for the reported failure to prime issue as during functional testing, the top slide was not able to be primed. A definitive root cause for the reported failure to prime and identified self-activation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.